Manufacturer narrative:
The patient was a (B)(6) female. The target lesion was located in the bifurcation of the superficial femoral artery. There was moderate calcification and vessel tortuosity, the rate of stenosis was 100%. Approach was made from behind the knee. A smart control was unable to cross the target lesion. The device was removed and the distal tip was noted frayed. Another new product was opened and the procedure was completed without any other issues. There was no adverse event and the patient is in stable condition. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15034800 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
The patient was a (B)(6) female. The target lesion was located in the superficial femoral artery (bifurcation). There was moderate calcification and vessel tortuosity, the rate of stenosis was 100%. Approach was made from behind the knee. A smart control (complaint product) was unable to cross the target lesion. The device was once removed but the distal tip was observed frayed. Another new product (details unk) was opened and the procedure was completed without any other issues. There was no adverse event and the patient is in stable condition. No product return.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.